Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tibial impactor confirmed that the head is broken in three main pieces; both of the branches of the u-shape head broke off at the base; all pieces recovered and returned. The returned instrument also exhibits signs of repeated use. The package insert instructs to inspect all instruments carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument it should not be used and representative should be contacted for a replacement. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the impactor fractured. No pieces fell in the patient and the procedure continued without delay.